Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The analysis showed that the eri status was activated during a capacitor reformation because the maximum charging time was exceeded. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
It was reported that the ICD was programmed with auto MRI mode prior to scan. The device sensed noise. Charging was terminated due to MRI program. Atp one shot was delivered. The ICD showed battery status eri after the event.

Manufacturer narrative:
On (B)(6) 2022 it was reported that the device was explanted. Prior to the analysis of the ICD the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. Upon receipt, the device was interrogated, revealing the eri battery status. An amount of seven charging cycles was recorded to the devices memory. The memory content of the device was inspected. During the inspection of the available iegm from july 19th, 2022 at 10:38 h noise was observed in all channels, leading to one atp therapy and one charging cycle. The last was aborted by the detection of an MRI field. The frequency and morphology of the sensed signals correspond to strong external electromagnetic fields as used by MRI. The data further showed that the eri battery status was activated on august 18th, 2022 during an automatic capacitor reformation, due to reaching the maximum charging time of a defibrillation shock. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, the shock therapy was impaired. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. Based on analysis the ICD was presumably damaged during the MRI scan mentioned in the complaint description. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to such rare events, like the observed damage of the electronic module and does not represent a device malfunction. According to the reported information on the event, it is reasonable to assume that the programmer session was still active after the device was programmed into MRI autodetect mode and the MRI scan procedure was started. Please note, that during a programmer session, the MRI autodetect feature is disabled by design to avoid an unintended activation of the MRI mode during a follow-up. This is a normal device behavior. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. There was neither indication of material or manufacturing problem nor a device malfunction.

Manufacturer narrative:
17-oct-2022 it was reported that the device was explanted. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The analysis showed that the eri status was activated during a capacitor reformation because the maximum charging time was exceeded. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.